Event description:
The customer reported that the unit stopped working soon after it was activated and the procedure was stopped. The ablation could not be completed.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.